Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during interrogation at implant, capacitor maintenance timed out message was observed. The device was not implanted.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory. The cause of the extended charge time was found to be due to damage to the high voltage capacitor.